Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer mentioned that there was a crack across the screen. The customer stated that the insulin was not expired. The customer stated that she rotate sites and avoids scar tissue. The customer stated that the tubing was not bent. The customer stated that the insulin pump was not dropped or bumped prior to the event. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test, displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted during our testing. No missing segments or partial display noted. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and stained end cap sticker.